Event description:
A report was received that the patient's lead site wound was not completely closed and was draining. The patient was given oral antibiotics and is progressing well. The physician will continue to monitor the wound.